Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination noted nicks on the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. Replication of the reported condition of difficulty to remove from cavity may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. No further actions have been deemed necessary at this time. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, after anastomosis, the anvil came off and fell into the intestinal tract when removing the stapler. The handle was difficult to remove from the anus. The anvil was retrieved. The surgical time was extended by less than thirty minutes.